Event description:
It was reported that during a scheduled cardioversion procedure. Pt sustained a 1st degree burn on the chest in the area that was covered by the gel defib pads. This was noticed after the procedure was completed. No medical treatment or follow-up was needed.